Manufacturer narrative:
Complaint (B)(4). Samples from the customer were only received. The evaluation is still in process. As soon as the investigation of the event is completed, a supplemental report will be filed.

Event description:
Customer states there have been several clotted tubes from at least 4 different phlebotomists. Customer states the tubes are full, not hard sticks, inversion times and order of draw should be correct. An incident occurred on (B)(6) 2022: one of the phlebotomists drew 2 edta tubes. When the tubes were received in, the lab director personally checked them both for clots. Neither were clotted. One tube was run for a cbc and it yielded bad results. It was taken off the instrument, checked for clot and it was completely clotted.

Manufacturer narrative:
Received 2 racks and 33 loose tubes 454209/b2210339 for evaluation. No photos were provided. We have no further complaints on the material/batch. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly and additive content. All tubes were visually inspected for correct assembly. No deviations were noted. Additive content was found to be within specification in all tested samples. Therefore, the alleged malfunction cannot be confirmed.